Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ product received on: 06aug2020. Investigation ¿ evaluation: (B)(6) med. Tech. Co. In china informed cook that on (B)(6) 2020,an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at the hub. The user flushed the device prior to patient contact and noticed leakage. The procedure was completed by changing to a new device. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The customer returned one catheter in a prepped condition. There is no visible damage. There are less than 2 adapter threads showing. The catheter flare rotates within the connector cap. A leak test confirmed leakage where the tubing enters the connector cap. The catheter was removed from cap. The distance between the cap and the hub as well as the connector cap inner diameter were measured and determined to be within specification. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot showed no related nonconformances. A database search found no additional complaints from the lot. Therefore, there is no evidence of nonconforming material in house or in the field. A CAPA was previously opened to address this issue. The CAPA investigation determined root causes and implemented corrective actions in the form of a gap gauge and retraining. Based on the information provided, examination of the returned product, and as the reported lot was manufactured prior to corrective action implementation, it was concluded that it is possible a manufacturing and quality control deficiency contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for drainage. Prior to use, the user flushed the catheter with saline and leaking was noted at the hub of the catheter. The procedure was successfully completed with a similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.